Manufacturer narrative:
(B)(4). Volume of fluid drained that meets current criteria of iipv per logs only: occurrence date (B)(4) 2011 / cycle 4 / drain volume 3220 ml. The cause is insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the (B)(4). No issues were identified that may have contributed to the issues of iipv.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(4) 2011 at 07:26 with drain volume of 3220ml during cycle 4. The largest prescribed fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.